Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie had unexpectedly released. A technical support specialist (tss) remoted into the cabinet and closed the medbank application. Then opened the drawer and instructed the customer to place the cubie back. Once the cubie was reinserted, verified in cubie admin and confirmed that the medication was successfully populated and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, cubie had unexpectedly released. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. However, there were no adverse events or injuries reported based on this event.